Event description:
A biotronik representative was notified by a hospital that this patient's ICD had been explanted, but they did not give a reason. Per the following physician's office, this patient presented to the hospital on (B)(6) 2013 with symptoms of sepsis, which had also been present 2 weeks previously. At that point, the patient was transferred to another hospital for system removal. No other system has been implanted at this time. The patient was discharged home and the following physician's office is currently monitoring him.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.